Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) stopped pacing and exhibited an error code. The epg is expected to be returned. No patient complications have been reported as a result of this event.